Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a33 alarm due to completely broken reservoir tube lip. However, device received with no button response at act due to unlocked lcd keypad connector during visual inspection. However, keypad flattened button dome switch (creased) was found on esc, act. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose level. The customer¿s blood glucose level was 416 mg/dl. Customer also reported that insulin pump had compromised force sensor system error. Customer reported that the drive support cap appeared to be normal. The device will be returned for analysis.